Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. The procedure was a conscious sedation with 4d acunav case. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the was with the versacross were advanced into the right atrium (ra) and it was noted the superior vena cava (svc) was occluded. After the initial drop for transeptal puncture (tsp), the position was sub-optimal. The physician disengaged and advanced back into the high (ra) and re-attempted tsp. The patient became restless and had begun to cough. During the coughing and movement, the was sheath had crossed the septum without applying radiofrequency (rf) energy. The wire was advanced into the left atrium (la) and the patient began to decompensate. A large pericardial effusion (pe) was noted circumferentially. Pericardiocentesis was performed with over 900ccs of dark blood drained. The patient received one (1) unit of blood. The cardiothoracic surgeon was consulted, and the patient was taken to the operating room (or) for surgical repair. The surgical repair and clip were successful. The patient is expected to make a full recover.